Event description:
A customer reported a "scan error" when scanning the freestyle libre 2 sensor, as was therefore unable to obtain sensor readings. The customer subsequently experienced weakness and "a little bit of loss of consciousness", but reported being able to self-treat with soda. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a "scan error" when scanning the freestyle libre 2 sensor, as was therefore unable to obtain sensor readings. The customer subsequently experienced weakness and "a little bit of loss of consciousness", but reported being able to self-treat with soda. There was no report of death or permanent injury associated with this event.